Event description:
It was reported that high out of range pacing impedance, noise, and loss of capture were noted on this right atrial (ra) lead during device changeout. An x-ray was performed, and no visible signs of lead fracture were noted, however lead insulation damage is suspected. As a result, the ra lead was surgically capped and abandoned during the changeout procedure, and a new ra lead was successfully placed. No additional adverse patient effects were reported.